Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/26/2008, 06/30/2008, 07/08/2008 and 07/16/2008 by phone, fax and mail. Additional information was received 07/18/2008 by phone. A completed questionnaire has not been received.

Event description:
A technician reported that a surgeon had a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient was initially -2.5 diopters and is now -2 diopters. The surgeon believes this may improve over time. Additional information has been requested.